Manufacturer narrative:
The returned product was visually and functionally evaluated. The technician was unable to operate jaws. The upper plastic tip of the jaws was found to be broken off the bipolar device, the broken portion was not returned. Dried blood was inside the shaft.

Event description:
The plastic tip on the jaws of the bipolar device broke off and went into the patient. The piece was removed without any patient complications.